Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment with the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that a touchscreen calibration was performed; however, the issue was not resolved. The touchscreen was replaced to resolve the issue.

Manufacturer narrative:
The removed touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "customer complaint verified by technician. The touch screen flex circuit failed the required resistance testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation."